Manufacturer narrative:
(B)(6).

Event description:
Procedure: urogynecological. According to the reporter: the pts' attorney alleged a deficiency against the device. Product was used for therapeutic treatment.